Event description:
The powered wheelchairs, used by the complainant's two sons who have cerebral palsy, do not have a mechanical breaking system to hold the chairs in place when the chairs are out of gear. Also, there are no guidelines for the wheelchairs stating what type of pt the chairs are suitable for. The complainant has experienced problems in using the wheelchairs for her two sons with cerebral palsy. Her sons need assistance in guiding themselves through tight places and onto lift platforms. When the chairsare taken out of gear, so that the complainant's sons can be assisted onto lift platforms, there are no mechanical brakes to hold the chairs in place while being lifted. There are no handles for the able-bodied person providing assisstance. A combination of all these problems also led to an incident during which one of the complainant's sons drove into a swimming pool. The product has been in use since 11/15/98 when purchased. No injury. Product is not imported.